Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician from (B)(6) of break in aseptic technique and bacterial peritonitis in a male patient (B)(6) coincident with dianeal unknown and extraneal viaflex therapies. On (B)(6) 2007, the patient began treatment with dianeal unknown and extraneal viaflex (doses, frequency and lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date, a break in aseptic technique occurred. On (B)(6) 2009, the patient experienced bacterial peritonitis, manifested by abdominal pain. The event of bacterial peritonitis was considered mild. It was not reported if the patient was hospitalized or received any treatments/interventions for the events. On an unreported date, the patient recovered from the peritonitis. The outcome for the event of break in aseptic technique was not reported. Action taken with dianeal and extraneal was not reported. The physician stated the event of bacterial peritonitis was unrelated to dianeal and extraneal. The physician did not provide an opinion of causality for the event of break in aseptic technique. The root cause of the bacterial peritonitis was a break in aseptic technique.